Manufacturer narrative:
(B)(4)

Event description:
It was reported " helium loss alarms after placement in the ccl". Additional information states that the iab catheter was removed and replace using the same insertion site. No patient injury or consequence reproted. The patient's current condition is "unknown".

Manufacturer narrative:
(B)(4). The reported complaint for "he alarms after placement" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " helium loss alarms after placement in the ccl". Additional information states that the iab catheter was removed and replace using the same insertion site. No patient injury or consequence reproted. The patient's current condition is "unknown".